Event description:
Customer complaint. The right rear wheel cam off. No injury was reported.

Manufacturer narrative:
The wheel cam off during handling of the walker. No user was involved. The circlip that prevents the wheel from coming off was loose, but undamaged behind the wheel cap. The wheel axles of the walker were according to specification. (B)(4).